Event description:
Levophed infusion, pump alarmed for air. Device paused, device door opened, disposable set removed from infusion pump, clinician flicked the flexible portion of the tubing in attempt to clear air bubbles, roller clamp was not closed, nurse noted fluid dripping in the drip chamber. Nurse then closed the roller clamp, reinserted the tubing into the device but did not restart the device because blood pressure had risen to 231/100. Bp 169/72 following cessation of levophed, then fell to 74/46 and patient was bradycardic, levophed was re-started. Patient developed elevated cpk and troponin and EKG changes consistent with myocardial infarction, attributed to levophed overinfusion. The device is not available for investigation, however, the device log for the time of the reported incident was reviewed, and the following was noted: after having been off for about 6 hours, with the disposable set installed, the channel was restarted using previous parameters, then the rate was changed about 45 seconds later. About 20 minutes later the device alarmed "pump chamber blocked." For this alarm, instructions on the main screen tell the user to open the door and inspect the tubing for blockage and massage the tubing if necessary to remove the blockage. The device log shows that the door was opened, and the flow stop was open for approximately 14 seconds before the door was closed and the channel was restarted. The log data suggests that the user, after receiving the alarm, opened the door, the flow stop was opened, and in the process of "flicking air from the tubing," the blockage was relieved, which allowed a large bolus to pass through. Reported in the complaint was the fact that the user did not shut off the roller clamp prior to the opening of the door and the flow stop, which would have prevented the bolus from reaching the pt.